Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly calcified, mildly tortuous, 70% stenosed left anterior descending coronary artery. A balance middleweight (bmw) universal ii guide wire was used with an unspecified guiding catheter but failed to cross due to the anatomy. The guide wire felt resistance with the anatomy during removal, force was applied during removal, and the tip had an irregular appearance. Another unspecified guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. It should be noted that the instructions for use guide wire hi-torque guide wires for ptca, pta, stents, with ce state: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. Although it was noted the physician used force in the attempts to remove the guide wire, the force applied during removal seemed to be a reasonable clinical response to the reported difficulties. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.